Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the external paddles produced an electric spark in using in (B)(6) 2019. It is unknown if the issue occurred during patient use, and no adverse event to patient or user was reported. Additional details have been requested.

Event description:
It was reported to philips the external paddles produced an electric spark in july 2019. It was clarified the issue occurred during testing. There was no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.